Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot provided was pg908 which is not valid for ethicon product. Can you clarify the lot number of the device that broke?

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. During the procedure the suture broke. A similar device was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/11/2020. . Additional information was requested and the following was obtained: the lot involved is pgz908. A manufacturing record evaluation was performed for the finished device pgz908 batch number, and no non-conformances related to the reported complaint condition were identified.